Manufacturer narrative:
(B)(4). Concomitant product: sheath: radifocus introducer 6fr 0.035x10cm, 7f. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the a 10x39 mm omnilink elite stent system and a 10x29 mm omnilink stent system did not fit the required size 6 fr sheath as stated on the box. The sheath that was used was a 0.035" x 10 cm non-abbott sheath. The sheath had to be upsized to 7 fr sheath for both devices. The 10x39 mm omnilink elite stent dislodged from the balloon. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). No pre-dilatation was added to capture no pre-dilatation being performed prior to use of the omnilink elite stent system. Re-insertion was added to capture the stent system being re-inserted through the 7fr sheath after being difficult to advance through the 6fr sheath. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot did not reveal a lot specific product issue. The investigation was unable to determine a conclusive cause for the reported resistance as the products were not returned for analysis. The dislodgement appears to be user related. It should be noted that the omnilink elite instructions for use (IFU) instructs: pre-dilate the lesion or stricture with an appropriate size balloon dilatation catheter to closely match the lumen diameter proximal and distal to the lesion or stricture. Additionally, it should be noted that the omnilink elite IFU instructs: do not attempt to pull an unexpanded stent back through the introducer sheath; dislodgement of the stent from the balloon may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, additional reported information indicates the procedure was to treat a soft occlusion in a moderately tortuous unspecified artery. The 10x39 mm omnilink elite stent dislodged and had to be deployed prematurely and partially in a normal (healthy) artery. Reportedly, no pre-dilatation was required and the lesion was crossed easily with an unspecified guide wire and unspecified guide catheter. The physician believes that the stent dislodged because the 10x39 mm omnilink elite stent system was difficult to advance through the 6fr sheath.